Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for urosepsis. The patient had a klebsiella pneumoniae urinary tract infection and blood cultures tested positive for klebsiella pneumoniae as well. The patient received septic shock treatment with antibiotics. Six (6) days later, the patient had wide and unresponsive pupils and computerized tomography (CT) showed intracranial hemorrhaging. It was further reported that the patient subsequently expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient was hospitalized for urosepsis. The patient had a klebsiella pneumoniae urinary tract infection and blood cultures tested positive for klebsiella pneumoniae as well. The patient received septic shock treatment with antibiotics. Six (6) days later, the patient had wide and unresponsive pupils and computerized tomography (CT) showed intracranial hemorrhaging. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, neurological dysfunction and death are known potential complications associated with the implantation of a vad. Based on the reported history of the patient, it was noted that the patient had a history of infection and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.